Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the battery incision. Symptoms of weeping of the wounds, slight fever and tenderness were noted. It was mentioned that the patient was a smoker and diabetic, which why the symptoms of infection clearing was taking so long. The patient was placed on antibiotics. It was also noted that the physician does not believe it was device and procedure related, and the exact cause of infection was unknown.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4), description: coverage 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the battery incision. Symptoms of weeping of the wounds, slight fever and tenderness were noted. It was mentioned that the patient was a smoker and diabetic, which why the symptoms of infection clearing was taking so long. The patient was placed on antibiotics. It was also noted that the physician does not believe it was device and procedure related, and the exact cause of infection was unknown.